Manufacturer narrative:
The customer has already tried replacing the sodium electrode three times. The investigation is currently ongoing. The event occurred in (B)(6).

Event description:
The initial reporter complained of sporadic questionable ise indirect na gen.2 results from a cobas 6000 c (501) module. The customer provided the sodium data for 1 patient that were discrepant. The initial sodium result was 652 mmol/l with a repeat result of approximately 100 mmol/l. The results in question were not reported outside of the laboratory. The sodium electrode lot information was requested but was not provided.

Manufacturer narrative:
The service engineer found the suction hose from the wash station was torn, multiple valves were clogged, and the ise gasket was missing. The service engineer completed proper service maintenance. The cause of the event could not be determined.